Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs #1225714-2013-01789, 1790.

Manufacturer narrative:
Section has been updated to reflect the additional information received. This is one of two device reports associated with this event. Associated MFR report #s: 1225714-2013-01789 and 1225714-2013-01790. Additional information has been requested and will be submitted upon receipt accordingly.